Event description:
In approx (B)(6) 2011, the pt was implanted with a pedicle screw construct during a posterior lumbar fusion. During a routine f/u appointment eight months post-op, imaging found one of the pedicle screws to have broken at the neck of the screw. The pt was not reported to be experiencing pain at the time of discovery. It is not known when the failure occurred. A second surgery is not currently scheduled.

Manufacturer narrative:
Conclusion: the product instructions for use list "early or late implant bending, breakage, failure, loosening or movement/migration" as possible complications of use for the device.